Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 486 mg/dl and then blood glucose dropped to 37 mg/dl. Customer treated with food and manual injection which brought customer's blood glucose to normal at 187 mg/dl. Customer had symptoms on nausea, and pain in arms and legs. Customer was not able to continue troubleshooting due to button error alarm. Customer was advised that insulin pump would need to be replaced.